Event description:
It was reported to philips that the system was unable to perform geometry movements. The user performed a restart, but the issue persisted. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the procedure was completed by moving the patient to another room. The philips fse inspected the system onsite inspection along with nss and could not duplicate the reported issue. As part of troubleshooting, fse reviewed the log file analysis which confirmed the reported malfunction, indicating geo and also identified irregular power on/off sequences and also indicated guard violation and low speed movement violation for the sam flex arm lng. To resolve the issue, the fse performed longitudinal calibrations and cleaned the rails. The system was then returned to use in good working conditions. The codes have been updated based on the investigation outcome.